Event description:
During an in clinic follow up, upon interrogation of the device a loss of inductive telemetry was noted. Additionally, it was noted that when the loss of telemetry occurred the longevity estimate changed. Technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating re-interrogation of the device resolve the event. The patient was stable.